Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a device change out procedure due to device reach eri, high, out of range, low voltage lead impedance and lead fracture was observed on the lead. Lead sensing was stable. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable prior and post procedure.